Manufacturer narrative:
The technician stated when he arrived to look at the bed, the bed had a sheet on it which had a mark from a siderail latch, but the facilities maintenance stated they were trying to see if a sheet caught in the latch would have caused the incident. The technician did not see the original sheet to see if there were marks on it made from the latch. The technician latched, unlatched, pulled and attempted to get the rail to false latch but the siderail latches were in good working order and he found no problems with the siderails or the latching. He did note that the latch pins were slightly worn. The technician stated that he spoke with the facilities maintenance who indicated the hospital does not have a preventive maintenance program. No additional info was released regarding the incident.

Event description:
The account's maintenance called and stated the account heard a loud noise and a pt fell out of the bed. He alleged that one of the siderails fell down. No report of an injury.